Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to hemolysis affecting organ function.

Manufacturer narrative:
The report of pump thrombosis was confirmed during the evaluation of the returned pump. Examination of the distal side of the inlet stator revealed a tissue-like thrombus formation adhered around the inlet bearing cup and inlet bearing ball. The thrombus showed evidence of denaturing and appeared to have formed in laminated layers, indicating that it like developed around the bearing cup and ball over an indeterminate amount of time during pump operation. A tissue-like deposition was present on the surface of the rotor body, situated between the rotor vanes. Although the deposition did not appear to have originated in this location, it contained darker areas of potential denaturing, indicating that it was likely present for an indeterminate period of time during pump operation. A small, loose, tissue-like deposition was present on the proximal side of the outlet stator, situated adjacent to the outlet bearing ball. The deposition did not appear laminated nor denatured and was not adhered to any surface. Its specific origin and a duration for which it was present in the pump could not be determined. The observed depositions would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. However, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was admitted on (B)(6) 2016 with acute abdominal pain and bleeding due to ischemic colitis. During the reporting of this event it was communicated that one month prior the patient had experienced heart failure symptoms and an echocardiogram showed an enlargement of the left ventricle (lv). The patient's inr was therapeutic with a goal of 3.0 to 3.5 in the setting of elevated ldh with an enlarged lv. A ramp echocardiogram study approximately was negative after the patient received heparin and the inr was increased. Device thrombosis was reportedly suspected, and the patient was being evaluated for possible expedited listing on the transplant list. No additional information was provided.